Event description:
The user facility reported that during a transurethral resection of prostate (turp) procedure the users experienced leak of electrical current from the release button where the electrode connects to the passive working element. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more information regarding the report, and the user reported that the sparking and fumes were observed when the user stepped on the foot pedal, followed by a sudden explosion and fire was noted with the working element. There was no patient or user injury reported. The user facility returned the working element to olympus for evaluation. The evaluation revealed that the working element failed the electrical leakage testing through the electrode, which is likely due to the optic seal damage. The teflon body has burnt stain, and build up of debris inside the teflon body was noted. The reported phenomenon was attributed to physical damage due to mishandling. This report is being submitted as a medical device report in an excess of caution.